Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis and to indicate the product serial number, implant date, and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor can an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Death is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number and the implant and explant dates has been requested. Device labeling addresses the possible outcome of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur."

Event description:
Family member of pt contacted allergan irvine and reported the death of a pt with no information regarding the complaint against the lap-band device. There is no additional information available, at this time. This event is being reported because allergan's approach is to resolve all doubt in favor of reporting.